Event description:
It was reported that the patient with this pacemaker experienced atrial fibrillation (af) for ten days and heart rate went down to thirties beats per minute (bpm). Technical services (ts) referred the patient to the physician. At this time, this pacemaker remains in service. No adverse patient effects were reported.